Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient had an MRI performed at approximately 08:00 to 08:30 in the morning of (B)(6) 2016. The reason for the MRI was unknown. The type of MRI performed was unknown. The company representative received a call from a consumer at 12:00 on (B)(6) 2016 stating the patient saw the code 8476 regarding a motor stall via the personal therapy manager (ptm) when trying to receive his first bolus post MRI. It was noted that there was a therapy issue when the patient attempted to administer a bolus dose with his ptm following his MRI (approximately 4 hours post-MRI) and he could not and the ptm read error code 8476. The pump status was not checked post MRI. The pump was not checked as medtronic was not informed of patient having MRI. After the report of the error code the patient was asked if he heard any beeps coming from his pump and he had not. The company representative requested over the phone that the patient attempt another bolus using the ptm and this time the patient was able to administer a bolus using via the ptm. The motor stall had resolved. No medical symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep stated that the motor stall occurred during a magnetic resonance imaging (MRI) procedure. The stall duration was approximately 3-4 hours, according to the patient. The rep didn¿t have any further information regarding why the patient didn¿t hear an alarm or what actions were taken/interventions performed in relation to the alarm. The patient was able to deliver a bolus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.